Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance due to diabetic ketoacidosis (dka) high blood glucose (bg) levels >500 mg/dl and pain, while wearing the pod between 4 and 24 hours. The cannula was noted to be bent after removal and the site was covered with blood. At the hospital, the patient was treated with fluids and insulin.